Event description:
Info was received that alleges a faulty device contributed to the death of a pt. The alleged event reportedly occurred during 2006, the exact date is not known at this time. The nature of the alleged device malfunction is unk at this time. The device reportedly sat on a shelf in a police dept for an extended time without being plugged into an electrical outlet. After charging the device, the customer performed a memory download and the output read "no waveform available". The device was returned to the MFR for eval and memory download. When the down load was attempted, it appeared that the device memory may have cleared or lost due to a depleted battery. An evaluation was performed and the device was found to operate and alarm to specification. No add'l info is available at this time. If add'l info becomes available, a follow up report will be filed.

Manufacturer narrative:
Na